Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. The patient stated, he saw a small amount of insulin on the inside of the cartridge compartment that he cleaned out with a cotton swab. He said, the infusion device is dry and functioning properly. Procedures for changing the cartridge were reviewed with the patient. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.